Event description:
It was reported that the pump alarmed that infusing bag of medication was empty and when the nurse went to change it noticed it was still full. No medication from the pump had ever infused into the patient. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection revealed that the product did not contain the blue clip nor the spike, there is a cut in the tube where the spike would go. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions are required since the complaint was unable to be confirmed.